Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) lowered rapidly. The customer lost consciousness and was transported via ambulance to the emergency room (ER). The customer was treated with intravenous glucose. The cause of the low bg was unknown; however, the customer was a brittle diabetic and rapid drops in bg do occur. After 3 hours, the customer left the ER with a bg of 299 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. The continuous glucose monitor (cgm) lowest values in the log are 75 mg/dl at 6:17 am, and 79 mg/dl at 2:47 pm. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. There were two back to back boluses delivered 8 minutes apart at 12:47 pm. The first was for a food bolus of 1.24 units plus a correction bolus of 0.38 units for a total of 1.63 units of insulin. Within minutes a second request is made for a food bolus of 0.83 units. It is possible that the user¿s request for the 2nd bolus caused the low bg event. Complaint could not be confirmed. Making bolus requests while still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
Method, results, conclusion codes added.